Event description:
On (B)(6) 2009, the pt reported that she pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. This resulted in insulin spilling in the cartridge compartment of the infusion device. She stated that she used tweezers to remove the plunger from the piston rod and she dried the cartridge compartment with a cotton ball. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.